Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported ischemic stroke could not be determined through this evaluation. The submitted controller and lvad event and periodic log files cumulatively contained data from 10aug2017 ¿ 08nov2017 and appeared to show the system operating as intended with stable pump parameters. No atypical alarms or faults were captured and the actual motor speed remained above the low speed limit for the duration of the log file data. It was observed that the stored patient speed was reduced from 5200 rpm to 5000 rpm on 07nov2018, which is consistent with the reported event. The patient remains ongoing on mlp-004524 and no additional adverse events have been reported at this time. The heartmate 3 lvas IFU lists stroke as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous report was not a late report, and was accidentally submitted. The manufacturer is closing the file on this event.

Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-02921.

Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-xxxxx. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for commercial heartmate 3 lvas is (B)(4). Approximate age of device- 1 year and 8 months. Manufacturer's investigation conclusion: a direct correlation between the device and the reported ischemic stroke could not be determined through this evaluation. The heartmate 3 lvas IFU lists stroke as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU also lists thromboembolism and neurological dysfunction as potential late postimplant complications in section 6. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas. Section 4 "system monitor" provides information about pi events and potential causes, and explains that it is important to establish a low speed limit that can sustain a patient safely to maximize the protective benefits during pi events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2017, the patient¿s caregiver observed that the patient was stumbling and had progressive weakness. It was also reported that on (B)(6) 2017, the patient had experienced a sudden feeling of weakness. Head CT revealed a new acute middle cerebral artery (mca) infarct involving the right frontal operculum and insula. There was no intracranial hemorrhage reported. The patient was admitted to the ICU. The manufacturer's technical services representative reported that there were no unusual events observed within the submitted log file and that the device is operating as expected. Additional information on 12dec2018: it was reported that the patient suffered ischemic cerebrovascular accident at the time of event. The patient recovered near full strength and function with residual left grip weakness.

Manufacturer narrative:
The cause of the patient having stroke is uncertain, and could be caused by the system controller exchange or hypertension. This report is only for the vad. The system controller exchange is captured under MFR # 2916596-2019-03451. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient had a system controller exchange a week prior to cerebrovascular accident (cva). The clinical team believed that the cva was possibly caused by the system controller exchange or hypertension.